Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and issues were observed relating to 'stopper pop off'. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'stopper pop off' through corrective and preventive actions (CAPA pr # 1875009). See h10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "it was reported that collection tube lead comes and spills blood. Received a phone call from customer on (B)(6) 2021. Customer is having a reoccurring issue with collection tube lead comes and spills blood. The customer has several samples available to be sent in. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer sst blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "it was reported that collection tube lead comes and spills blood. Received a phone call from customer on (B)(6) 2021. Customer is having a reoccurring issue with collection tube lead comes and spills blood. The customer has several samples available to be sent in. "